Event description:
It was reported that during an arthroscopy, the bone tunnel plug broke inside the patient causing surgical complication and generating a delay of approximately half an hour. The pieces were remove from the patient. A back-up device was available to completed the procedure. No patient injuries were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10 h3,h6: the reported 013562 bone tunnel plug large 10-11mm, intended for use in treatment, has not been returned for evaluation. Without the reported product, a visual or functional evaluation cannot be performed and the customers complaint cannot be confirmed. However a photo was provided and breakage is visible. From the information provided, ¿during an arthroscopy, the bone tunnel plug broke inside the patient¿. An exact root cause cannot be determined with confidence. The instruction for use outlines precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications that would suggest that the device did not meet product specifications upon release into distribution. Complaint history review was unattainable without a valid lot number and product code provided although query using entire tunnel plug family indicated similar allegations.